Event description:
It was reported that the patient demonstrated twiddler's syndrome and the pulse generator migrated to her armpit. The device exhibited noise. The noise was reproducible when the patient was sitting and moving the device around. The ventricular sensitivity setting was reprogrammed. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The device sensitivity was reprogrammed.